Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient would like a deeper pocket as she thought it was too superficial. It was unknown if any external factors led to the issue. She saw her hcp who agreed to do a pocket revision to make it work. The revision was scheduled for (B)(6) 2016. Thus, the issue was not resolved at the time of the report. The patient's indication(s) for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.